Event description:
It was reported that a spectrum pump had a flow rate under 40-ml (35.00-ml actual) during preventative maintenance testing. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device and found it was in specification in relation to the reported symptom, under infusion, which was not reproduced or confirmed during evaluation. The unit passed flow rate testing and no failure was detected with the device. This MDR was initially reported due to the absence of information. Upon review of this evaluation, it was concluded that the reported malfunction could not be confirmed and this event is determined to not be a reportable event. Manufacturer report number 1314492-2015-08273 can be removed from the FDA database.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.